Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Scrapped by the customer.

Event description:
It was reported that during testing at the user facility the handle broke. The handle breaking off during a procedure could result in an infection risk if the piece fell into the surgical field. No known patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing at the user facility the handle broke. The handle breaking off during a procedure could result in an infection risk if the piece fell into the surgical field. No known patient involvement or procedural delays were reported with this event.